Manufacturer narrative:
Alleged failure: the products were initially functional when started up, but then suddenly stopped working. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is fluid ingress possibly due to leakage from the polyimide/outflow tubing area. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.